Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator was unable to load hardware on the loading screen and the coin battery needed to be replaced. The ventilator was not on a patient at the time of the event. The medtronic field service engineer (fse) evaluated the ventilator and confirmed the customer reported issue. The coin battery was replaced, which resolved the issue.